Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a drainage procedure after the stylet is removed form the access needle fluid will leak from the valve. No patient injury to report.